Event description:
It was reported that approximately 3 years and 10 months post initial implantation, the patient underwent a revision surgery due to tibial implant malpositioning. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf twin-peg cmntd fem xs PMA; item# 161467; lot# 294660. Oxf anat brg rt x-sm 3mm PMA; item# 160790; lot# 533750. Unknown cement; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A radiograph was provided and reviewed by a radiologist. Single ap film of the bilateral knees demonstrates a right knee medial compartment hemiarthroplasty with possible medial position of the tibial component. Nonspecific cement extrusion noted along the medial aspect of the medial tibial plateau. Sizing is appropriate and no loosening is noted. Based on the available information, the reported event can be confirmed. However, due to the absence of medical records and additional radiographs, it is not possible to determine whether the implant was initially placed in the wrong position or if the malposition developed over time while in vivo. A definitive root cause could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.